Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. An endoscopy had been performed prior to the procedure and showed the esophagus appeared to be irregular z-line. No lubrication was used to facilitate placement of the capsule and no capsule will be returned for investigation as it was discarded. There were 2 additional attempts to place capsules without success. The patient was scheduled to return to facility to attempt another capsule placement.